Event description:
It was reported that the patient presented to the emergency room. Upon interrogation it was noted that the notifier from (B)(6) 2017 revealed that the lead exhibited low impedance. The lead remained implanted. The patient was discharged home with a merlin.net transmitter for monitoring. The patient's condition before, during and post interrogation was stable.